Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sesr01, implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning for out of range, undefined impedances and was not capturing at max outputs in unipolar or bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.